Event description:
Report received of a technician receiving a shock from the device. Reportedly, a night technician was setting up a patient room, prior to patient's arrival. When the technician plugged the power cord of the pump into the ac wall outlet, a metal chain from either a reading light, spot light, or bed cord touched the power cord plug and the technician received an electrical shock. The technician described the sensation as tingling that went up their arm; "the feeling you get when you hit your funny bone". The technician was taken to the emergency room for monitoring. The technician has returned to work and has not experienced any adverse sequelae. The pump was removed from clinical service and will be sent to the manufacturer for testing. Though requested, there was no further information available.